Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.

Event description:
Customer reporting 4 potential false positive sars results when comparing the same method using a different instrument on employee screen samples. Contamination is suspect as quidelortho personnel onsite visit found incorrect/ill-fitting pipette tips were used to transfer patient samples to wells. Investigation is currently ongoing. Report 2 of 4

Manufacturer narrative:
Updates to manufacturers narrative investigation conclusion: fas and customer prepared multiple runs all yielding expected results. Customer to order better fitting pipette tips, ill-fitting tips may be cause of fp. Customer states assay is working as expected. Root cause: unable to fully determine ; possible issue with customer equipment. Source: phone.